Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, a reportable malfunction was discovered. A monitor sn (B)(4) experienced a service code 107 - "multiple abnormal shutdowns."